Event description:
It was reported that force at zero failure with -0.74 pounds. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual and functional testing were performed. Visual inspection observed that the device was in excellent condition. During the power up process, check and test force sensor testing, reported issue was found. The root cause of the reported issue was found to be that the force sensor was out of calibration. The pump will be converted to loaner after investigation. A corrective and preventative action has been opened to address the reported issue.